Manufacturer narrative:
The investigation determined that non-reproducible and higher than expected vitros troponin I es (tropi es) results were obtained from two different patient samples processed using vitros troponin I es reagent on a refurbished vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 3030 performance issue is not a likely contributor to the event. Continual analysis of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es reagent lot 3030. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3030 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue cannot be entirely ruled out. As part of the investigation, a field engineer (fe) found contamination in the microwell incubator upon inspection and cleaned it. The fe then performed a marker precision test as well as a tropi es within run precision test with both yielding results that were within acceptable guidelines; indicating that the instrument was performing as expected post service. Because a pre-service precision test was not performed and the fact that there was contamination found in the microwell incubator prior to service, the performance of the instrument at the time of the event could not be determined. Therefore, an instrument related issue cannot be ruled out as a contributing factor to the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor. The customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible and higher than expected vitros troponin I es (tropi es) results from two different patient samples processed using vitros troponin I es reagent in combination with a refurbished vitros 5600 integrated system. Patient sample 1 result of 1.09 ng/ml versus the expected result of <0.012 ng/ml patient sample 2 result of 0.135 ng/ml versus the expected result of <0.012 ng/ml.. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result from patient sample 1 was reported from the laboratory; however, a corrected report was later issued. The higher than expected vitros tropi es result from patient sample 2 was not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).